Event description:
It was reported that the patient had one episode of bradycardia. It was further reported that were episodes of "loss of signal and electrical magnetic interference (emi)" in the implantable loop recorder (ilr). The ilr device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.